Manufacturer narrative:
The reported event, for nasopore product too slow fragmentation, was not confirmed as the product was not returned for evaluation. Without the product, the root cause cannot be determined. It was reported in this case that patients reported to the surgeon that they are not consistently remembering to use the saline spray ¿a few¿ times a day. The associated product instruction for use(IFU) recommends the following; "for patients with dry sinuses, you may moisten the nasal dressing with saline before insertion. Stryker recommends that the patient starts saline irrigation (nose and sinus) 2- 3 times a day (or as prescribed) 48 hours after insertion/surgery." The quality investigation is complete.

Event description:
It was reported that post operatively that the nasopore product did not fragment after the patient had irrigated the product with saline spray. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.update; it was subsequently reported that patients informed the surgeon they are not consistently remembering to use the saline spray ¿a few¿ times a day.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used by patient, not available for return.

Event description:
It was reported that post operatively that the nasopore product did not fragment after the patient had irrigated the product with saline spray. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.